Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. If device is on advisory, include: the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that a merlin transmission showed that the device had reached eri prematurely. The patient was scheduled for device replacement on (B)(6) 2017, however, pre-op lab work showed patient had urinary tract infection (uti) and was put on antibiotics. Device replacement was discussed to occur on (B)(6) 2017.

Event description:
New information states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The device reached end of service on (B)(6) 2017 and battery performance alert was triggered on (B)(6) 2017. The patient was stable prior, during and post procedure.